Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system gave remote alert indicating the tube current was out of range. The review of system logfiles showed the tube was out of current range. To resolve the issue, the fse performed the tube conditioning and tube adaptation and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave a remote alert indicating the tube current was out of range, which can prevent x-rays. No harm to the patient or user was reported. Philips has started an investigation of this complaint.